Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced hypotension and bradycardia that required medication and temporary pacemaker insertion. First, it was reported that the tip of the vizigo short expanded so that the sheath could not be inserted in the punctuation site. The punctuation site was widened by a 8fr short sheath; then it was attempted to be inserted. However, the sheath could not get in through the punctuation site. The vizigo short was replaced with a new one. After the replacement the sheath could be inserted in the punctuation site smoothly and the procedure was continued. Resistance was noted when gaining vascular access. No internal sheath mechanism was exposed. No lifted or damage electrodes. A bulge was observed at the tip of the sheath. It was not damaged/broken. The tip of the sheath got stuck in the puncture site, making it difficult to pass through. Then, it was reported that patient experienced temporarily decreased heart rate and blood pressure. When the ablation was conducted on right pulmonary vein (rpv) posterior wall and around the back of vertebral body, the patient moved her body largely several times. ¿precedex¿ was administered additionally. After that, the ablation and isolation in left superior pulmonary vein (lpv) were confirmed so that the procedure itself was completed. After the procedure, since the heart rate did not recover from approximately 30 ~ 40 and blood pressure fluctuated at approximately 50, noradrenaline was administered, and a temporary pacemaker was placed. Concurrently, pericardial effusion was checked by echocardiography; however, no pericardial effusion was confirmed. The patient left the room after improvement of heart rate and recovery of blood pressure to approximately 130 were confirmed. The physician commented that the event was caused by the increased dose of precedex. No pericardial effusion could be confirmed. No abnormalities observed prior to or during use of the product. Patient improved. The customer's reported insertion resistance and bulge issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced hypotension and bradycardia that required medication and temporary pacemaker insertion. Device investigation details: on 8-oct-2024, additional information was received indicating the product was not available for return. As such, an analysis of the product could not be performed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot: 31353301l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).